Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date of november 2024, reported as "last couple nights this past week.". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia automated pd cycler set leaked. This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: based on additional information received, the amia cassette was determined not to be a factor in the reported event. No additional information is available.